Manufacturer narrative:
(B)(4).

Event description:
A nurse reported that the handpiece overheats. Timing of the event and patient impact are unknown. Additional information has been requested but none has been received to date. A completed questionnaire was received. The reported event occurred during calibration. I system message was displayed. And it was not possible to pass prime/tune. The handpiece was exchanged.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the handpiece overheats. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The handpiece was received for evaluation. The handpiece was manufactured on december 3, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the systems set at 100% ultrasonic and torsional power. Although the burn-in test was completed without system messages, the temperature of the handpiece shell was measured to be higher than the product specification. When connected to the dynamic tuning fixture (dtf), the handpiece failed to tune. The handpiece was connected to the resistance test box which found a measurable resistance from the high electrode to ground indicating initial signs of moisture ingress. The handpiece was opened up revealing moisture within the electrode chamber. The customer reported temperature high was confirmed. However, the root cause of the reported temperature high could not be determined conclusively. (B)(4).